Event description:
A malfunction was reported involving a pump with a malfunction code malf 16-0x20e6, which occurred in norway and was notified to the distributor (B)(4) as on november 17, 2025. There was no adverse impact to the customer's blood glucose level. Technical support (cts) arranged for a replacement pump to be sent to the customer, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The problematic pump was to be returned to tandem using a pre-paid label within 10 days, and the caller was guided on how to put the pump into storage mode before returning it.